Manufacturer narrative:
Testing and investigation found the device touchscreen responded and could be calibrated; however, the keys were out of alignment. During a review of the device history there were touchscreen: fail and button ID: invalid errors noted. The probable cause was due to dry contamination found on the bottom of the touchscreen caused by fluid ingress. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility the device touchscreen did not pass the calibration test. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.